Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, it was noted the head and cup appeared to show evidence of subluxation of the joint, discoloration of articular surface, taper fretting, and scratching of the bearing surfaces; however, examination of returned device was inconclusive.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2015 due to adverse reaction to metal debris and mechanical complications. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2015-00908/ 00909).